Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device longevity displayed gray bar. The device was left a warm location for over a week and re-interrogated. The gray bar still existed. The device was not used. No patient was involved in this event.